Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by getinge fst, the cardiosave intra-aortic balloon pump (iabp) units new tether assemble is defective, retractor mechanism tether assembly is broken. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Additional details: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the "retractor mechanism" in which the "tether assembly" is being broken. Actually the fse had also stated that they would like to receive a credit or a replacement since this part is still under warranty , see po (B)(4). The failure analysis and testing department received the following part associated with this complaint tether assy. This part was received with a reported unit failure message of tether assembly broken. Performed visual inspection of this part received and found tether assembly was broken. The failure analysis and testing dept. Verified the failure message of tether assembly broken. Retaining tether assembly in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.